Event description:
It was reported that a drain placed after an abdominal tummy tuck and body lift on (B)(6) 2010, could not be removed due to scar tissue growth. The umbilicus was anesthetized and the physician attempted release of drain from the site unsuccessfully. Patient returned to surgery for drain removal during which anesthesia was given and a 3 inch abdominal incision was made to release tissue adherence. Patient's abdominal and umbilical incision were reclosed. Patient was placed on antibiotics and topic antibiotic therapy. Patient currently has depression related to area of re-excision and will need a secondary procedure to revise.

Manufacturer narrative:
The sample was not returned for eval. The device history record could not be reviewed without a lot number. However, review of the mfg process did not find any related issues that could cause or contribute to this failure mode. The instructions for use states the following for precautions: surgical removal may be necessary if drain is difficult to remove or breaks. It should be noted that drains left in place for an extended period may be difficult to remove, if tissue growth has occurred around the drain. Several factors such as age, nutritional status, and surgical site play an important role in the rate of surgical site healing. (B)(4).